Event description:
During right hip revision with screw removal on a (B)(6), the tip of the screwdriver broke off in the patient. This was retrieved, and the patient was not harmed. Manufacturer response for large hex screwdriver, synthes large hex screwdriver (per site reporter): requested device for evaluation.